Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection.    Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections.  Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support.  A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted with for treatment of driveline infection. During the hospitalization the patient received wound care and intravenous antibiotics. The patient subsequently developed pneumonia, determined by the attending surgeon to be unrelated to the device, and expired. The medical team does not believe the reported event of driveline infection to be related to the patient's death and the lvad reportedly performed as intended.

Manufacturer narrative:
Updated: describe event or problem, contact office address, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Additional information received did not reveal any pertinent past medical history. It is unknown if there was any tension/trauma to the driveline. No additional diagnostic testing results treatments were provided. No autopsy was performed at family's request. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, driveline site care therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.